Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report an intermittent out of range signal on (B)(6) 2014. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and transmitter has a broken wing. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. Evaluation of the returned device confirmed the reported event of an intermittent out of range signal. The root cause was determined to be a damaged transmitter.

Manufacturer narrative:
(B)(4).